Event description:
The customer stated that he was hospitalized for high blood glucose and the reading was 587 mg/dl. Troubleshooting was not possible during the phone call as the customer did not have a battery or battery cap for the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.